Manufacturer narrative:
No overall product issue identified. Data was provided for the cobas 6800 runs. Data was also provided for the cobas liat positive runs but only one sample run was found in the provided data. The cobas liat sample run was identified to be at/near the limit of detection (lod) of the assay. Based on everything in the case, it is possible these are lod samples, which can have wavering results upon repeat.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for 4 patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 68/8800 systems. The customer was performing validation of the cobas sars-cov-2 & influenza a/b nucleic acid test on their cobas 6800 system and the results were not correlating to the results generated on cobas liat. The alleged samples initially generated a positive result for influenza a on the cobas liat analyzer. The same samples were retested on the cobas 6800 which yielded a negative result for influenza a. Per the customer, the samples were confirmed to be positive for influenza a on a non-roche instrument that tests for h2n3. The cobas 6800 results were not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue.